Event description:
The patient was transferring from the chair to the bed with cna [certified nursing assistant] assistance, when the bed alarm went off. The cna responded to the patient and was turning off the bed alarm. The "unlock" button on the control panel is located directly next to the bed alarm button; the unlock button was accidentally triggered due to the sensitivity and unlocked the bed. This resulted in the patient falling while transferring from his wheelchair to the bed due to the bed being unlocked and sliding to the side as the cna was trying to place the patient back to bed. The rn contacted the bed company (stryker) to confirm if we have the ability to program the bed to alarm when it is not locked. We are highly concerned about patients safety as there is no way that we are aware of to disable the "unlock" and due to location and sensitivity this could pose risk for harm to our patients. Note that the touchscreen at the foot of the bed has the bed alarm acknowledgment button in the same exact location the of the brake button on the next screen. Manufacturer response for bed, ac-powered adjustable hospital, procuity (per site reporter). Stryker has acknowledged the hospital's concerns and are looking into if the screen menu can be changed. Re-education was given to staff.